Event description:
It was reported that the compact speed reducer device would not spin. It was not reported that the malfunction occurred during surgery. It was not reported if there were delays in the surgical procedure or if a spare device was available for use. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn out gearbox and/or bearing from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.